Event description:
The vascular surgeon performed a mesenteric arterial stenting procedure by accessing the right femoral artery. After deploying the stent successfully, the balloon catheter would not deflate and the physician had to firmly pull out the balloon, therefore, risking movement of the stent and harm to the patient. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Difficult removal is not listed in the instructions for use. Product was returned in a used condition. Per specifications, each device is leak tested, which includes inflation and deflation of the balloon. The device is inspected to ensure that the catheter is not damaged or kinked. Per the IFU, the instructions recommended allowing adequate time for the balloon to deflate and maintaining a vacuum on the balloon during withdrawal. Also, observe under fluoroscopy to ensure that the balloon disengages from the stent. The returned device was examined. It was found that the balloon lumen was partially occluded, most likely with glue during manufacture. We will continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera). The risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.